Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 19 mg/dl while wearing the pod. The customer's spouse injected them with glucagon and called the emergency medical service who removed the pod and transported the patient to hospital. Symptoms reported include "ambiguous consciousness." No information regarding treatment at the hospital was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Additional information to b5:

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 19 mg/dl while wearing the pod. The customer's spouse injected them with glucagon and called the emergency medical service who removed the pod and transported the patient to hospital. Symptoms reported include "ambiguous consciousness." No information regarding treatment at the hospital was provided. Additional information: on (B)(6) 2024 the customer¿s spouse woke up and saw that the patient was gargling and unconscious and called for an ambulance. When the medical team arrived they removed the pod. At the hospital, the doctor¿s said the patient had been unconscious for several hours. The fluids entered their lungs, the brain was damaged, and the customer was declared in a state of coma. The patient was treated with fluid and antibiotic infusions along with insulin injections in the abdomen. The patient was released from the hospital, fully conscious on (B)(6) 2024. An insulet field representative has requested from the spouse to download data from the pdm and to replace the pdm but they refused. On (B)(6) 2024 the spouse replied to a field representative that the patient had been hospitalized again due to complications from the previous hospitalization. According to the nurse, the customer's parkinson's disease is experiencing a severe flare-up.